Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received, but not yet evaluated.

Event description:
It was reported that the surgeon believed that the unit was out of calibration and did not take a good graft because of it. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
The complaint is being reported by zimmer biomet as (B)(4). On july 20, 2017, it was reported that the surgeon claimed that the unit was out of calibration and did not get a good graft because of it. The customer returned an air dermatome device, serial number 111764, for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that he device needed preventative maintenance and the bearings and ball detent were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome by on (B)(6) 2017 revealed that the device calibration was out of specification at the 0 setting only. The motor speed was within specifications. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6), 2017 which included replacement of the bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection the technician could replicated the reported event. However, it was not confirmed that the device was unable to produce a good graft as the device was out of specification. The root cause of the reported event was due to the device calibration was out of specification at the 0 setting only. However, it was not confirmed that the device was unable to produce a good graft as the device was out of specification. The issue was resolved with the replacement of the bearings. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.